Event description:
Developed terrible, itchy, rash with pus filled bumps under dexcom g6 adhesive after 4 days of use. Have to remove early (supposed to last 7 days) and change sensor location which led to also having to reorder supplies more quickly. This has been occuring with every dexcom application since I switched from the g5 in (B)(6) 2020. The picture attached shows two of them; the one on picture left is 3 days after removal of device and has been treated with antibiotic cream and has healed somewhat. The one on picture right is over a week after removal. At the time of removal the skin is bright red with intense irritation and is extremely itchy. FDA safety report ID # (B)(4).